Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The outer insulation of the lead was extrinsically breached due to a tear. The analyst noted that the lead was returned with the helix fully retracted and the drive shaft lug stuck behind the retraction stop. Outer insulation breach/tear was also observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The physician attempted to retract and then extend but that did not help either. The physician also attempted to extend helix outside of the body and did not extend either. It was noted there was a nick in lead where the physician was trying to insert guidewire down introducer next to the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.